Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the external paddles had issue. There was no patient involvement. The customer was informed that service could no longer be completed on the device as the device had reached end of life (eol). The heartstart xl+ device and all associated service/support was discontinued on 03-feb2022 as troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted.